Event description:
It was reported that the device had a failed pressure test/motor issue. Per reporter, the customer was unable to replicate the error, the pressure was consistently low, and the unit sometimes makes a clicking noise accompanied by a drop in pressure. Per reporter, the product fault occurred during setup. The device issue was not related to physical damage or abuse. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a missing tamper seal. A 'check clutch/plunger lever' error was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dirty lead screw and clutch halves was the root cause. The lead screw and clutch halves were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.